Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 24, 2023.

Event description:
Per the clinic, the patient experienced poor sound quality with the device use. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 16, 2023.